Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence and urethrocele. The procedure performed was a transvaginal tape urethral suspension with mesh and urethrocele repair. At the same time, another procedure was performed. The preoperative and postoperative diagnosis was symptomatic uterine fibroids and pelvic pain. The procedure performed was a total abdominal hysterectomy and bilateral salpingectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.